Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient presented to the hospital with chest paint. The device was interrogated and high right ventricular (rv) lead impedance measurements were noted, between 2300 and 2400 ohms. The field representative noted the impedances have been high for a long time. Thresholds were also checked and noted to be high as well. Rv sensing was stable with r-waves of 7.6mv and shock impedances were stable. The left ventricular (lv) lead threshold measurements were also noted to have increased over the past few months. The patient is not pacemaker dependent and no noise observed. The device as nearing elective replacement indicator (eri), therefore a revision was discussed. The patient was going to be seen over the next week, however had not been compliant with follow-up appointments in the past. New information was received that due to the patient's poor health, they were placed on hospice care. The patient suffered from other co-morbidities such as chronic obstructive pulmonary disease, angina, and chest pain. The patient subsequently passed away. The cause of death was attributed to lung disease. The field representative confirmed that the physician did not believe the device or implanted leads caused or contributed to the patient's death. The products are not expected to be returned, as the field representative does not believe they were removed post-mortem.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header and lead barrels noted no irregularities. A small hole was noted in the lv seal plug. All of the other seal plugs were intact and all of the set screws operated normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations back in 2016.

Event description:
Boston scientific received information that this device was received at boston scientific's return products département in august 2018.